Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a nc quantum apex balloon catheter with a stopcock attached. There was blood and contrast in the inflation lumen. The distal tip was damaged. Functional testing was performed using an inflation device filled with water. When positive pressure was applied, a stream of water emitted from a leak in the balloon. Inspection under magnification revealed that there was a balloon pinhole 1cm from the proximal markerband. Inspection of the remainder of the device presented no damage or irregularities. There was no damage or irregularities in the balloon material that could have contributed to the pinhole. Microscopic examination presented no irregularities on the ro marker that could have contributed to the damage. No proximal weld damage was found of the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 15mm x 2.25mm nc quantum apex balloon catheter was advanced for dilatation and the device was initially inflated at 20 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with a 2.5 x 15 nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 15mm x 2.25mm nc quantum apex balloon catheter was advanced for dilatation and the device was initially inflated at 20 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with a 2.5 x 15 nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.